Event description:
Plaintiff alleges that she became latex allergic as a result of her exposure to latex medical gloves. She alleges that she may no longer work as a nursing assistant and is now subjected to increase health risks. She alleges that as a result of this sensitization, she has suffered humillation, anxiety, embarrassment, outrage, and other mental suffering and emotional distress.